Manufacturer narrative:
This report is being submitted as a precautionary measure since similar alleged events have occasionally resulted in the explant of the ipg. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg, on (B)(6) 2010. It was reported that the patient lost stimulation. It was reported that the ipg was noted to be depleted approximately six months ago, and the patient was unable to find the ac power cable to charge the charging system or ipg. A new charging cable was sent to the patient; however, it is currently undetermined whether the replacement external device resolved the issue. No further information is available at this time. According to the manufacturer's device registration system, the ipg remains implanted.